Manufacturer narrative:
(B)(4).

Event description:
A consumer reported they were pregnant so their implantable neurostimulator (ins) was depleting faster. The patient's indication for use is dystonia and movement disorders. No cause, actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.